Manufacturer narrative:
(B)(4). Event is still under investigation.

Manufacturer narrative:
A visual examination of the returned devices confirms that the sheaths separated from the check flo assemblies visual examination of the sheath flares noted no elongation, warping, tearing or deformities. During investigation, a review of the complaint history, device history record, device drawing, manufacturing instructions (mi), quality control (qc) specifications, dimensional verification and visual inspection of the returned device were performed. Quality control (qc) instruction requires that air pressure testing is conducted on each device. In addition, the correct type of material and outside diameter of the sheath tubing is verified. The flare of the sheath is confirmed to be caught securely in check-flo assembly and that the sheath does not rotate in the fittings. The surface of the sheath is also examined and verified to be free of any surface imperfections. The proximal fitting attachment process for these devices has been validated. The applicable instructions for use (IFU) includes the following precaution. "All instruments or catheters used with this product should move freely through the valve and sheath damage to the valve/introducer may result when the fit is tight." Detection activities have been performed, the strength of the connection between the sheath and the check flo assembly could have been affected during shipping and handling, storage, or product use. The root cause of the incident was unable to be determined based upon the information provided and the visual examination of the device. Per the quality engineering risk assessment (qera), no further risk reduction is required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
While using the introducer during a procedure, the upper part was dismantled and the sheath entered the artery, resulting in the patient losing one and a half liters of blood. A thoracic surgeon was called and they hospitalized the patient in the ICU and critical care (1820334-2014-00393). They opened two additional devices and at a low pressure (prior to entering the patient), they managed again to dismantle the upper part of each device. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.